Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil). During the procedure, the physician successfully placed one smart coil using a non-penumbra microcatheter. The physician then was unable to advance a smart coil out of its introducer sheath and into the hub of the microcatheter, and therefore the smart coil was removed. The procedure was completed using the same microcatheter and new coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The smart coil was bent along the length of the pusher assembly. The embolization coil was intact with the pusher assembly. Dried coagulated blood was found along the length of the embolization coil and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed that the embolization coil had offset coil winds. Blood was found to be present along the length of the embolization coil. If blood coagulated on the embolization coil, this may have contributed to resistance and the reported inability to advance the smart coil out of its introducer sheath. If the device is forcefully advanced against resistance, damage such as offset coils winds and bending of the pusher assembly may occur. Further evaluation revealed bends along the length of the pusher assembly. Based on the return condition of the smart coil, it is likely that the bends are incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.